Manufacturer narrative:
Our rep found the rubber safety stops were broken off. The facility immediately changed all their old lifts from 2 point hangers to the newest 4 point style. They also purchased 7 new model lifts.